Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The fse performed an electrical safety test (est) and test drove the robot. The system was tested and was ready for use. Isi did receive the iesu to perform failure analysis (fa). The reported problem was confirmed using system logs. Upon visual inspection, no issues were found that would be related to the reported event. During the system test unit displayed c-34. As a result of these findings, the root cause of the reported event happened in the field c-34 high voltage.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, that the monopolar energy stopped working. The intuitive surgical, inc. (Isi) clinical sales representative (csr) had restarted the erbe generator and changed out the cords logs confirm c-34 error pointing to issue with erbe. The isi technical support engineer (tse) advised the csr they would not be able to use the monopolar on the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports placed prior to the issue being identified with 2 hours into the case. The system functionality was checked upon powering on the system and it initially powered on without errors. Isi technical support was contacted for troubleshooting and surgeon proceeded to finish case with only bipolar energy and completed robotically. There was no patient injury. Technical support was contacted, and the procedure was completed robotically with the same generator minus the monopolar function.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to electrical or fiberoptic issues on the vio integrated electrosurgical generator unit (iesu).